Event description:
Reporter alleged a discrepant higher blood glucose value of 429 mg/dl on a patient performed on the inform system, while the patient was experiencing a symptom associated with low glucose of "seizure like activity". Reportedly, patient was treated with 16 units of insulin subcutaneously and retested a result of lo on a different professional system within 13 minutes of the original reading. Patient was subsequently treated with 2 ampoules of d-50, after the glucose retest reportedly and 2 hours later, glucose elevated. No other patient actions or treatment was provided. A request was made for the return of the suspect device and replacement product was sent.